Event description:
The rptr's mother received an er1 message one month ago. She retested and got a reading that was normal for the (100 to 200). She does not allege any harm nor any medical intervention.